Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor kit expiration date was determined to be 31-may-22. Medical event date of this issue was (B)(6) 2023, which confirms the usage beyond the useful life of the device. Additional investigation activities are not required at this time as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a "scan error" message displaying and customer was unable to test. Due to delivery delay, customer experienced "feeling high", a loss of consciousness, and was unable to self-treat requiring contact with a healthcare professional (hcp). The hcp performed a blood glucose (bg) measurement with result of 300 mg/dl prior to providing third-party treatment of "nobbling" and insulin (type/dose unspecified) for a diagnosis of hyperglycemia and performed a post treatment bg measurement with result of 70 mg/dl. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. Sensor kit expiration date is 31-may-2022. The medical event associated with this case occurred on (B)(6) 2023 which confirms the usage of the device beyond the useful life of the device. No additional investigation is required at this time as the device met its specification lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a "scan error" message displaying and customer was unable to test. Due to delivery delay, customer experienced "feeling high", a loss of consciousness, and was unable to self-treat requiring contact with a healthcare professional (hcp). The hcp performed a blood glucose (bg) measurement with result of 300 mg/dl prior to providing third-party treatment of "nobbling" and insulin (type/dose unspecified) for a diagnosis of hyperglycemia, and performed a post treatment bg measurement with result of 70 mg/dl. There was no report of death or permanent injury associated with this event.